Manufacturer narrative:
Updated data: b5., additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that no misload was identified during loading of the valve. The valve was recaptured once due to the extreme underexpansion with infolding. Per the physician, the patient's bicuspid valve with extreme calcification contributed to the infold. Of note, a procedural delay did occur as a result of the infold.

Manufacturer narrative:
Updated data: d9 h2 h3 h6. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received in a heart valve return kit jar fully submerged in a clear 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact. The valve was received in a compressed state. All leaflets exhibited signs of creases and frame imprints. These conditions may be associated with the valve being crimped inside the capsule of the delivery system for an unknown duration. The leaflets were stiff yet slightly flexible. As received, two leaflets appeared partially closed, one leaflet appeared open. A large gap was observed between the free margins. All commissures appeared intact. The valve was submerged in warm saline; frame expanded. No signs of distortion or damage were found on the frame. The valve was placed in a cold saline bath to perform loading simulation per instructions for use (IFU). Upon loading, the frame paddles were seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted during this step of the loading process. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. To evaluate against the reported event of infolding, the valve was deployed in a body-temp (approximate 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture without issue. The valve was fully deployed. No anomalies were noted during the deployment simulation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the first attempt to place the evolut pro+ 34 mm valve, underexpansion with an infolding of the valve was observed. After recapturing the valve, an infolding within the capsule was noted. The valve was retrieved and replaced with new products.

Manufacturer narrative:
Continuation of d10: product ID l-evprop34 (lot: 0012413028); product type: 0195-heart valves; product ID d-evprop34 (lot: 0012514796); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.